Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'upstream occlusion' which was not reproduced. A review of the event history log identified multiple 'upstream occlusion!' Alarms but were not determined if the alarms were true or false. The reported condition was verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed constant upstream occlusion during testing at the biomed service department. There was no patient involvement. No additional information is available.